Event description:
The patient reported experiencing two incidents where his infusion tubing kinked causing his infusion device to alarm 04 (occlusion). One incident occurred in 2007 and one incident occurred 2 weeks prior. He stated he was able to change the infusion tubing and clear the alarm. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.